Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while inserting a PICC line into patient, it went in but could not aspirate, but flushed easily. Correct positioning of line confirmed venogram. Upon aspirating, the radiologist got air back, in both lumens. No harm to patient. They did a PICC exchange.